Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device and photos have been returned for evaluation; the evaluation identified a leak and crack. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602870 implantable port allegedly experienced a crack and a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose weight and age were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however photos of the reported malfunction have been received. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602870 implantable port allegedly experienced a crack and a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose weight and age were not provided.